Manufacturer narrative:
Correction: h6: investigation summary: samples received by our quality team for investigation. Upon visual evaluation, it can be noticed damage in the barrel. Not all syringes provided show this damage in the barrel. Barrel of the syringes is damaged causing the air entrance during use in pump experienced by customer. When the barrel has this type of damage, stopper do not fit correctly inside the barrel increasing the probability of having leakage or air entrance. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, the root cause of this incident is associated with the assembly process, related with a misalignment in the assembly machine. A project has been initiated to reduce this failure within our products.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was damaged and air entered the barrel. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the syringes are defective with evident signs of damage in the central part causing air to enter during drug aspiration and air infusion during use in the syringe pump.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was damaged and air entered the barrel. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the syringes are defective with evident signs of damage in the central part causing air to enter during drug aspiration and air infusion during use in the syringe pump.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jun-2023. H6: investigation summary samples received by our quality team for investigation. Upon visual evaluation, it can be noticed damage in the barrel. Not all syringes provided show this damage in the barrel. Barrel of the syringes is damaged causing the air entrance during use in pump experienced by customer. When the barrel has this type of damage, stopper do not fit correctly inside the barrel increasing the probability of having leakage or air entrance. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with the assembly process, related with a misalignment in the assembly machine. A project has been initiated to reduce this failure within our products.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was damaged and air entered the barrel. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: the syringes are defective with evident signs of damage in the central part causing air to enter during drug aspiration and air infusion during use in the syringe pump.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.